Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fibers were wet with indication of blood exposure. Coagulated blood was noted between both screw flange threads and the dialyzer housing threads, at both ends of the dialyzer. The presence of dry blood was found on the superior surface of the cavity ID end bell housing. Gross visual examination of the sample did not identify any cracks, damage, or irregularities. The dialyzer was subjected to a laboratory leak test using the complaint laboratory¿s adapter caps, where an external leak was observed at approximately 4.0 psi. The leak was noted to be coming from the screw flange at the non-cavity ID end. Due to the observed external leak, the sonically welded screw flange was removed to better examine the cause of the leak. Further visual analysis of the device revealed that the silicone o-ring under the non-cavity ID screw flange possessed a scrape on the surface of the o-ring which was touching the polyurethane (pu) potting cut surface. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. An external leak was observed during the laboratory leak testing. Further visual examination of the device revealed that the silicone o-ring under the non-cavity ID screw flange possessed a scrape on the surface of the o-ring which was touching the pu potting cut surface. The abrasion on the o-ring prevented a secure seal between the potting cut surface and the interior surface of the screw flange, which may have allowed the reported leak to occur. Note: a quality feedback notice was issued to inform the o-ring supplier of the failure found by the manufacturer. As a result of this notice, a supplier non-conformance report was initiated to address the non-conformance of damaged o-rings. This report was also sent to the supplier.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis treatment. The leak was reported to be an external leak. The blood was visually observed leaking from the arterial header/end-cap and down the exterior of the dialyzer housing. No dialyzer damage was visible. The machine did not alarm. Estimated blood loss was less than 50ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device has been returned for a manufacturer evaluation.